Event description:
It was reported that a user participating in the ilet experience study experienced a hypoglycemic event with an unclear cause and provided symptom details through a survey. Symptoms included shakiness, sweating, feeling sick, and lightheadedness consistent with hypoglycemia. Outcomes included transient symptoms without hospitalization or alarms. Investigation included collection of additional information from the user and review of available device and event details. Investigation of this case revealed no device alarms and no specific device component issue identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.